Event description:
The user facility reported that a fresh dry chemical cup was not being detected by their reliance eps unit. Additionally, the user facility reported that there were leftover chemical residues in the chemical delivery system at the end of decontamination cycle. No injuries were reported; however, procedure delays and cancellations were reported due to the unit being down.

Manufacturer narrative:
No adverse effects were reported as a result of the procedure delays/cancellations. All endoscopes in cycles where chemical residues remained and where a fresh dry chemical cup was not detected were reprocessed. A steris service technician adjusted the dry chemical latch in order to resolve the issue associated with the leftover chemical residues. The technician replaced the conductivity meter in order to resolve the issue associated with the dry chemical cup detection issue. The technician confirmed the unit was operating to specification, and returned it to service. No additional issues have been reported by the facility pertaining to this unit. The unit was installed in february 2009. The unit is currently under a steris service agreement; the last preventative maintenance was performed on june 18, 2014, at which time the unit was confirmed to be operating to specification.